Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Based on similar incidents, corrections have been implemented.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon inserted the clip applier into the trocar and experienced a dry fire on the first activation. A 5 mm trocar was used. A clip sat properly into the jaws. No pressure was applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The surgeon pulled the device out the abdomen and fired a clip. The surgeon manually removed a loaded clip. The device was actuated and reset. The trigger seemed fine and appeared intact. The surgeon tried to fire the device again and switched to a new device when it wouldn't work. The case was completed with the new device. No patient injury. No photos of the device are available. Additional information was received via email on 22aug2023 via medwatch, uf/importer report #(B)(4) the patient was a 28 year old female. Would not fire clip. The user had a device malfunction. The device did not do what is was supposed to do. Product is available for return. Additional information was received via email on 07sep2023 from the maude database via mw#17595131 would not fire clip. Manufacturer response for clip applier, applied medical (per site reporter). They will do a quality investigation. Patient status: no patient injury. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit has been returned to applied medical. A follow up report will be provided following the completion of the investigation. This report is to follow up uf/importer report #1900450000-2023-8009.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon inserted the clip applier into the trocar and experienced a dry fire on the first activation. A 5 mm trocar was used. A clip sat properly into the jaws. No pressure was applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The surgeon pulled the device out the abdomen and fired a clip. The surgeon manually removed a loaded clip. The device was actuated and reset. The trigger seemed fine and appeared intact. The surgeon tried to fire the device again and switched to a new device when it wouldn't work. The case was completed with the new device. No patient injury. No photos of the device are available. Additional information was received via email on 22aug2023 via medwatch, uf/importer report #1900450000-2023-8009 the patient was a 28 year old female. Would not fire clip. The user had a device malfunction. The device did not do what is was supposed to do. Product is available for return. Patient status: no patient injury. Intervention: the case was completed with the new device.